Event description:
During a coronary drug eluting stenting treatment procedure the balloon did not deflate. The target lesion was located in the non-tortuous, moderately calcified, 90% stenosed left anterior descending artery (lad). The lesion was not predilated and a 3.50 x 16mm taxus express2 drug eluting stent was deployed in the lad. After stent deployment the delivery balloon would not deflate. The physician attempted to pull negative with the indeflator without success. Finally the physician broke the stent shaft. The stent was post-dilated with a 3.00 x 15 mm unknown balloon. The stent remained in good position and well apposed. No patient complications were reported. The patient status was reported as "satsifactory/good."